Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a non-emergency treatment, which was completed by using mobile c-arm. The philips remote service engineer (rse) analysed the system remotely and confirmed that the c-arm did not move. The philips field service engineer (fse) visited onsite and upon functional testing, the fse determined malfunction of the drive unit, which was caused by the software corruption. To resolve the reported issue, the fse reinstalled the software on the drive control computer. After the reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm was unable to move. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.